Event description:
It was reported that an unspecified bd venflon pro safety catheter experienced leakage. The following information was provided by the initial reporter: unfortunately there has been another incident at the weekend regarding one of your venflons, I have not been given the full details but I have been contacted by the theatre safety lead. It is only if arms are wrapped during surgery that the problem occurring may be missed. Fluid or blood squirts through the top cap (the coloured bit of a venflon).

Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd venflon pro safety catheter experienced leakage. The following information was provided by the initial reprter: unfortunately there has been another incident at the weekend regarding one of your venflons, I have not been given the full details but I have been contacted by the theatre safety lead. It is only if arms are wrapped during surgery that the problem occurring may be missed. Fluid or blood squirts through the top cap (the coloured bit of a venflon).